Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported experiencing high blood glucose of 528 mg/dl. Customer stated that when he removed his infusion set, he saw something in the line that had solidified, that was red in color. Customer stated there had been blood at the insertion site and believed the insulin pump should have alarmed with no delivery, but did not. The customer did not wish to continue troubleshooting and will not be returning the device for analysis at this time.